Manufacturer narrative:
(B)(4).

Event description:
At the last pump refill on (B)(6) 2009, the patient's pump was filled with 20 ml of drug, but was programmed with a 40 ml reservoir volume. At the refill on (B)(6) 2010, the patient's pump was empty. She had been without drug for about 5 days. The pump was refilled. Her daily dose was not reduced. The inner tubing and catheter were cleared, but they used 0.199 ml instead of .3ml to bolus the inner tubing of the pump, so the patient was given anywhere from 0 to 200 mcgs extra of lioresal. The patient was admitted to the hospital with an overdose early the next morning. She had respiratory issues and was very sleepy but arousable when asked to wake up or shook. She was never put on a vent and was released from the hospital later that day.